Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 2.7 mmol/l, and 8.4 mmol/l meter to lab. Tests were done within 5 minutes with a difference of 5.05 mmol/l. Patient did not experience any adverse events. No further information has been reported.